Manufacturer narrative:
Date rec'd by MFR: 05aug2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The power switch overlay was replaced to address the reported issue and the problem has been resolved. The device has passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported faulty light emitting diode (led) indicator. The device was not in clinical use at the time the issue was discovered.